Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration tubing 3 (tubing). During the procedure, the physician noticed that the tubing was not aspirating even though the flow switch was on. The physician swapped out the tubing for a new indigo system aspiration tubing 2 and completed the procedure. There was no report of an adverse effect to the patient.